Event description:
It was reported that patient experienced an event of infusion set bent cannula which led to hyperglycemia on (B)(6) 2026. The infusion set has been in use for seven hours. The blood glucose level was high, and the patient was treated with correction pump and change of infusion set.

Manufacturer narrative:
Patient city: labanesa. Patient country: spain. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.